Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with heavy tortuosity, moderate calcification and 99% stenosis. The balance middleweight (bmw) elite guide wire was used with a non-abbott microcatheter and they became stuck with each other at the tip. When the bmw elite guide wire was retracted, the coils of the guide wire were noted to be deformed. There was no adverse patient health impact reported. There was no clinically significant delay of procedure reported. No additional information was provided.